Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an issue that was not recognized when it was connected to processors (incompatible scope error 315) during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.